Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of pain could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the guy¿s and st. Thomas¿ nhs foundation trust, united kingdom. The title of this report is ¿first metatarsophalangeal fusion using joint specific dorsal plate with interfragmentary screw augmentation: clinical and radiological outcomes ¿, published on april 01, 2019, which is associated with the stryker ¿anchorage plating system¿. The article can be found at https://doi.org/10.1016/j.fas.2017.09.005. This report includes an analysis of the clinical data that was collected on 38 patients, and the cases in this study range from august 2013 to november 2016 during the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced pain. The report states, ¿ one patient developed pain at 4 months and underwent blood tests and a computed tomography scan, which excluded infection and demonstrated radiological union.¿

Manufacturer narrative:
Corrections: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://doi.org/10.1016/j.fas.2017.09.005.

Event description:
The manufacturer became aware of a literature published by the guy¿s and st. Thomas¿ nhs foundation trust, united kingdom. The title of this report is ¿first metatarsophalangeal fusion using joint specific dorsal plate with interfragmentary screw augmentation: clinical and radiological outcomes ¿, published on april 01, 2019, which is associated with the stryker ¿anchorage plating system¿. The article can be found at https://doi.org/10.1016/j.fas.2017.09.005. This report includes an analysis of the clinical data that was collected on 38 patients, and the cases in this study range from august 2013 to november 2016. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced pain. The report states, ¿ one patient developed pain at 4 months and underwent blood tests and a computed tomography scan, which excluded infection and demonstrated radiological union.¿